Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented after receiving inappropriate defibrillation therapy from the implantable cardioverter defibrillator. The therapy resulted from blanking of atrial events leading to inappropriate diagnosis of ventricular tachycardia. The device was reprogrammed to avoid future inappropriate shocks. The patient was in stable condition.